Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), 323.034, lot 7640252 manufacturing date: 11.nov.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an open reduction and internal fixation (orif) of a metacarpal of the right hand, the threaded drill guide with depth gauge was noted to be worn and would not lock into the plate. Another device was available but also would not lock into the plate. Surgeon continued drilling without the use of the guide. Surgery was completed successfully with no delay and no harm to patient. Both drill guides were tested after the procedure with multiple plates from the mini fragment set and would not lock into any of those plates. Concomitant devices reported: multiple mini fragment system plates (part and lot numbers unknown, quantity unknown). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (1.5mm threaded drill guide with depth gauge, part number 323.034, lot number 7640252). The subject device was received with the complaint reporting that ¿during an open reduction and internal fixation (orif) of a metacarpal of the right hand, the threaded drill guide with depth gauge was noted to be worn and would not lock into the plate. Another device was available but also would not lock into the plate. The surgeon continued drilling without the use of the guide. Surgery was completed successfully with no delay and no harm to patient. Both drill guides were tested after the procedure with multiple plates from the mini fragment set and would not lock into any of those plates.¿ the threaded drill guides are part of the modular mini fragment lcp system. The drill guides can used to guide a drill bit through a plate and can be used to determine screw length required for insertion. Proper use and maintenance for the device(s) are addressed in the technique guide for the modular mini fragment set. Three different drill guides are included in the set. Each is designed to be used with the corresponding 2.0mm, 2.4mm, or 2.7mm plate. The returned drill guides are only designed to be used with the 2.0mm plates in the lcp modular mini fragment set. The device drawing made to / current revision for the device was reviewed. No drawing issues or discrepancies were noted. The design determined to be suitable for the intended use when employed and maintained as recommended. As previously reported, the review of the device history records showed that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection under 5x magnification showed distal thread wear which would prevent the device from functioning as intended. The complaint condition is confirmed. A definitive root cause was not able to be determined. However, the complaint condition was most likely caused by cumulative wear over the lifetime of the multiple use device. It is not likely that the design of the device contributed to this complaint. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.